Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an over temperature alarm that displayed on screen. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. Fse was unable to replicate user complaint. Successfully completed a simulated treatment on unit with trainer and catheter at 130 bpm without issue. Unable to see alarm on logs. Logs however, appear to show activity between 1030 -1400 hours on 13 june. Power source status changes between battery and bulk registered, as well as trigger changes and augmentation alarms on said time window. Upon closing and documenting subject service order, continued running subject unit with trainer and catheter and 130 bpm without surfacing any issues. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2,h6 ( type of investigation, investigation findings, investigation conclusion, component code), h10. A getinge field service engineer (fse) unable to replicate user complaint. Successfully completed a simulated treatment on unit with trainer and catheter at 130 bpm without issue. Unable to see alarm on logs, attached for reference. Logs however, appear to show activity between 1030 -1400 hours on 13 june. Power source status changes between battery and bulk registered, as well as trigger changes and augmentation alarms on said time window. Further inquires with biomed, rendered no patient involvement. Upon closing and documenting subject service order, continued running subject unit with trainer and catheter and 130 bpm without surfacing any issues. Before leaving site, left subject unit running overnight with testing catheter on internal trigger at 120 bpm under biomed supervision. An hour into the test run, gunning notifed that subject unit commenced alarming, surfacing the ¿system over temperature¿ alarm on the display, with the critical alarm going off on background. See attached screen shot for aforementioned alarm. Returned onsite and replaced compressor assembly and pressure/vacuum filters, as well as temperature probe. Nothing once again logged as a system over temperature in the logs. Other logged entries remained the same. See attached logs for reference. Noteworthy, during first visit, observed compressor temperature around 51 degrees celsius, as part of the compressor output test after half hour. Post compressor replacement, identified temperatures raising slower than with previous compressor, going up to around 47 degrees as part of the compressor output test. Other than temperature differences, nothing else stood out as a major difference operationally. Repairs completed at around 1715 hours. As such, arranged with gunning to have a test run on 15 june with a testing catheter throughout the day to identify any anomalies if any. On 16 june, gunning commenced running unit on internal trigger at 120 bpm from circa 0730 - 1200 hours without surfacing any alarms and/or issues. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. There was no patient involvement. The defective components were received for further investigation. The failure analysis and testing department received the following parts (pn: 0119-00-0236) scroll compressor sn: (B)(6)(qty.1) anad pn: (0206-00-0734) temperature sensor, threaded probesn: na (qty.1). These part was received with a reported unit failure message of system over temperature alarm. Performed visual inspection of these parts received and found temperature sensor connector by compressor side was damaged. Due to this damage and the risk it poses, this part cannot be investigated any further by the fat department. Retaining the following parts in the failure analysis and testing department as per procedure 0002-07-d008 rev ak. The non-conformances with the returned components were identified. However, the root cause or the most probable root cause is impossible to be defined.